Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. During the evaluation of the ventilator at the third party service center,a "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced and the interface board connector was reseated to address the issues.